Manufacturer narrative:
The pump was returned for investigation. A crack and a white discoloration stress mark at the reservoir-to-filter joint. A low purge pressure trend was verified on the data log. The cause of the purge pressure low issue was a damaged sidearm at the reservoir-to-filter joint, which was most likely due to unintended use error. The pump passed all post sterile inspection checks.

Event description:
The complainant reported that following successful connection and priming of an impella cp pump, the automated impella controller (aic) displayed a purge pressure low alarm. The set up was verified to be correct and both the cassette and aic were swapped, but the issue remained. The pump was subsequently replaced and the issue resolved. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.